Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi and UDI-di are unavailable. A root cause could not be determined. All information reasonably known as of 27 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿during removal of the catheter, dr realized that part of the catheter was retained in patient. She will explore and retrieve. Patient is fine.¿ surgical intervention was required to remove broken piece on (B)(6) 2024. Broken piece was removed. Per additional information received on 05aug2024, ¿the retained of this broken catheter is due to human factor. It was retained because the attending dr did not pull out the catheter. Instead he cut the anchoring stitch and cut the catheter at the skin area and left the remaining catheter inside the patient¿s body.¿